Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h4, d4. Batch manufacturing records of vp2317/t1050 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports were reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement. One (B)(4) was initiated during testing process, but it was not related to complaint voc.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Two paper lids, two winding formers with some suture pieces, one detached needle and some suture pieces were returned for analysis. Product code vp2317. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. In the suture pieces, it was observed that the strands had begun with a degradation process. Per the condition of the returned sample, the functional test could not be performed. The foils packets were not returned for evaluation to determine the assignable cause. The time of exposure of the suture to the environment could not be determined. To complement this assessment, one photo was provided that visually document the degradation suture. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained via: can you identify the lot number of the product involved? T 1050. ¿ did this issue contribute to any patient adverse event? No. ¿ kindly confirm the device return status. Courier name -(B)(4). Courier date - 24.09.2025.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, suture breakage when the pack was opened. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. In the suture pieces, it was observed that the strands had begun with a degradation process. There were no adverse consequences reported. Additional information was requested.